Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 522 mg/dl. Customer stated that they forgot to fill the cannula and took out the reservoir. Customer treated with an injection. Customer used the same sets and rewound/primed the pump. Customer was unable to troubleshoot at the time of the call because it was a past event. Customer was advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.